Event description:
It was reported that during a rectum resection procedure, the instrument cut but did not staple. Took new instrument to complete the case. There were no adverse consequences to the patient.